Event description:
It was reported that, "operating surgeon for revision case stated that the femoral component was oversized and that the tibial implant was placed in varus leading to pt complications. All implants were removed per the pt's request."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was requested by the pt and not returned to the manufacturer. Information provided stated that no medical records or x-rays are available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00154.